Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and unresponsive. Customer's blood glucose level was impacted (488 mg/dl). The customer took a manual injection to stabilize bg level. Reportedly, the customer had fallen on the pump. It was indicated that the customer would use backup pump as alternate insulin therapy.